Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for device details such as lot number, date of manufacture and UDI; however, no response was provided. F&p is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt942 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt942 optiflow + adult nasal cannula was found damaged with a small hole near the nasal prongs. There was no patient consequence.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative that an opt942 optiflow + adult nasal cannula was found damaged with a small hole near the nasal prongs. There was no patient consequence.

Manufacturer narrative:
(B)(4). D4: fisher & paykel healthcare (f&p) has requested for complete device details; however, no response was provided. [Correction: b3,b5,d5,g2,g3,h3,h6] product background: the opt942 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the subject device was received at f&p in new zealand for investigation, where it was visually inspected. Visual inspection of the opt942 optiflow + adult nasal cannula revealed that the tubing shows no damage, the interface and prongs show no damage and the manifold is properly fitted to the cannula. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Conclusion: there was no physical damage observed to the subject device. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt942 optiflow + adult nasal cannula would have met the required specifications.